Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital in cardiogenic shock. Cultures were (B)(6) for (B)(6), presumed to (B)(6). Multiple small filamentous mobile lesions were attached to the right atrial (ra) lead. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient was given ant ibiotics. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.